Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: a few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17396161/ 17396161.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.